Event description:
It was reported when using the bd¿ slip tip syringe the device was damaged/deformed (device was operable) and difficult plunger movement. The following information was provided by the initial reporter. The customer stated: "the barrel was bowed, which made it difficult for the hcp to move the plunger rod."

Manufacturer narrative:
Investigation summary: two photos were received by our quality team for evaluation. From the photos, a bowed barrel was observed from the photos. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The actual sample is needed for further investigation to determine a root cause, therefore the root cause could not be determined. This incident has been added to our database of reported incidents